Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal due to injury") in a female patient who had essure inserted for contraception. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, 6 years 9 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal due to injury") in a female patient who had essure inserted for female sterilization. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 9 months after insertion of essure. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration') and basedow's disease ('graves disease'). In a 30-year-old female patient who had essure (batch no. 768630), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: uterine fibroid and menorrhagia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), basedow's disease (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain, other, chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental probs"). And feeling abnormal ("brain fog"). The patient was treated with surgery (salping. (Bilateral) [interpreted as salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, basedow's disease, psychological trauma, urinary tract infection, alopecia, headache, nausea and tooth disorder outcome was unknown. And the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and feeling abnormal had resolved. The reporter considered abdominal pain, alopecia, basedow's disease, device dislocation, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, nausea, pelvic pain, psychological trauma, tooth disorder and urinary tract infection to be related to essure. The reporter commented: patient received treatment for graves disease, psych injury, migration, uti, hair loss, headaches, nausea and dental probs. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2013, essure confirmation test(s) (unspecified) was performed. However, the result was provided as 'other'. Most recent follow-up information incorporated above includes: on (B)(6) 2020, mr received: lot number added, concomitant conditions and new reporters added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and basedow's disease ('graves disease') in a 30-year-old female patient who had essure (batch no. 768630-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid and menorrhagia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), basedow's disease (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain, other, chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental probs") and feeling abnormal ("brain fog"). The patient was treated with surgery (salping. (Bilateral) [interpreted as salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, basedow's disease, psychological trauma, urinary tract infection, alopecia, headache, nausea and tooth disorder outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and feeling abnormal had resolved. The reporter considered abdominal pain, alopecia, basedow's disease, device dislocation, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, nausea, pelvic pain, psychological trauma, tooth disorder and urinary tract infection to be related to essure. The reporter commented: patient received treatment for graves disease, psych injury, migration, uti, hair loss, headaches, nausea and dental probs. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) was performed, however, the result was provided as 'other'. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and basedow's disease ('graves disease') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), basedow's disease (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain, other, chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental probs") and feeling abnormal ("brain fog"). The patient was treated with surgery (salping. (Bilateral) [interpreted as salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, basedow's disease, psychological trauma, urinary tract infection, alopecia, headache, nausea and tooth disorder outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and feeling abnormal had resolved. The reporter considered abdominal pain, alopecia, basedow's disease, device dislocation, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, nausea, pelvic pain, psychological trauma, tooth disorder and urinary tract infection to be related to essure. The reporter commented: patient received treatment for graves disease, psych injury, migration, uti, hair loss, headaches, nausea and dental probs. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) was performed, however, the result was provided as 'other'.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received. Event medical device removal was updated to pelvic pain. New events were added: migration, chronic , abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), graves disease, psych injury, uti, hair loss, headaches, nausea, dental probs and brain fog. Reporter information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.